Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported patient does not have the pump implanted at this time due to an infection and health problems. No further information provided. Date of explant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.